Event description:
Reporter called to report a product problem with an auto-injector. Reporter stated that the yellow stop collar is missing and without it the device can deliver too much medication and cause an overdose.